Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the arm. The patient experienced cold hands and pallor. The cgm was reading 130 mg/dl and the blood glucose reading was 56 mg/dl. Of note, the patient utilizes ypsopump on camaps. A second inaccurate value was reported at an unspecified time of the event, the cgm reading was 90 mg/dl and the bg reading was 190 mg/dl. The patient was taken to the hospital where he was noted to be hyper acidic and treated with an infusion of isotonic saline solution with vitamins. Sensor calibration was attempted on the same day without success and the sensor was removed the following day. There was no documentation of further medical intervention. At the time of the report, the patient remained in the hospital but was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and b zone of the parkes error grid. No additional patient or event information is available.